Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely for normal follow-up, a diagnostic anomaly of no corvue data was observed. Review of session records suspects possibility of potential ventricular episodes inhibiting measurements. Programming changes were recommended.